Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x spsof-5-9 of unknown lot number was not returned to cirl for evaluation. Therefore a document based investigation took place based on customer testimony. This file is related to (B)(6) (MDR ref #3001845648-2021-00373) which captured the difficult advancement of the original device used in the procedure, an fs-pc-5 device. This complaint captures the user error of an incorrect sized wireguide used with the replacement device. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all spsof-5-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the spsof-5-9 device could not be complete as the lot number is unknown. It is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035¿. The instructions for use (ifu0055-4) which accompany this device state in the precautions section "please refer to package label for minimum channel size required for this device." Information received confirmed that the device had a 0.025" wireguide used to place the stent. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pancreatic stent (spsof-5-9) insertion procedure was being performed. Initially it seemed to had no problem but when the pushing catheter pushed the stent almost to the stricture, it didn't move at all. So, the physician removed stent and pushing catheter and case finished. 1.1.1 what is the reorder number of the wire guide used with this device? 0.025 visiglide angle type was used in this case. This file is related to pr (B)(4) and was created to capture the use of the incorrect size wire guide (0.025¿) with spsof-5-9. No adverse effects to the patient reported.